Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a patient with ostial disease of common trunk, left anterior descending (lad), and circumflex (cx) coronary arteries. One balance middleweight elite guide wire was positioned in the lad and other in the cx in a loop. The lesion was pre-dilatated and intravascular ultrasound (ivus) found calcium present. Shockwave technique was used and a 3.5x24mm unspecified stents were implanted in the iva -trunk ostial part. Post dilatation was performed with a 3.75mm unspecified balloon. When attempting to remove the bmw that was in the cx, there was no resistance felt; however, the tip could be seen on the monitor about 1 centimeter jailed inside and outside the newly implanted stent. It was noted during removal the guide wire stretched, fractured and then fully separated at the tip. Another 2.5x12mm unspecified stent was implanted in the ostium of the cx branch to jail the tip and to treat the branch that was already sub-occluded to the ostium. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported starched coils were confirmed. The reported core separation was confirmed as coil separation. The reported tip break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with the implanted stent during removal. It is likely that manipulation of the guide wire during its interaction with the stent, contributed to the reported stretched/damaged coils and subsequent material separations. The separated portion of the guide wire was embedded in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na